Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable (lot number: 7505518) was not able to be confirmed. Available information indicated that in response to the observed damage, the modular cable and system controller were simultaneously exchanged on (B)(6) 2023. No alarms associated with the damage were reported. Multiple attempts were made to obtain additional details about the extent of the damage and the potential for product return; however, no response was received. The root cause of the reported event could not be conclusively determined through this evaluation. The device history records were reviewed, and the records revealed that the heartmate 3 modular cable (lot number: 7505518) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that modular cable was exchanged due to damage. Related pump is reported under MFR# 2916596-2023-06321.